Event description:
Complaint received from nurses. Cannot remove the protective cap from the needle (lancet). Protective needle and lancet detach as one unit. Hosp has been using product for a long time and this is the first time with the problem. One nurse said 50% of the unit was defective.